Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. After a non-bsc guidewire crossed the lesion, a 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during normal slow inflation at 7 atmospheres, the balloon burst. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was fine.